Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr4080 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refr4080) have been reported from the same facility in (B)(6).

Event description:
It was reported that cancer patient bought huber plus from pharmacy and brought to the oncology unit. Staff nurse opened the huber plus and prime the needle from main hub but did not prime from y-site. She inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse immediately. Oncology staff nurse opened a new huber plus needle that bought by patient and it had the same leakage problem. Oncology staff nurse opened another huber plus needle bought by patient to continue procedure. Cancer patient is fine. This report addresses the first needle used.

Event description:
It was reported that cancer patient bought huber plus from pharmacy and brought to the oncology unit. Staff nurse opened the huber plus and prime the needle from main hub but did not prime from y-site. She inserted needle to chemoport and connected luer lock syringe contained 10ml of normal saline to main hub. She infused with 10ml normal saline and saw saline leaked and spilled from y-site. She stopped the procedure and informed head of nurse immediately. Oncology staff nurse opened a new huber plus needle that bought by patient and it had the same leakage problem. Oncology staff nurse opened another huber plus needle bought by patient to continue procedure. Cancer patient is fine. This report addresses the first needle used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 1¿ huber plus safety infusion set with valved y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. The y-site valve orifice appeared elliptical. Microscopic inspection of the y-site confirmed the orifice to be elliptical. Inspection of the y-site orifice using an iso taper gauge revealed the y-site to be outside of manufacturing specifications. The shape of the luer prevented full insertion of the taper gauge. An attempt to infuse water through the sample using a 12m syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the y-site valve septum. The misshapen valve housing appeared to be the cause of the valve septum leakage. Both the lack of evidence of attempted use and the lack of mechanical damage suggested that the misshapen housing did not occur during device use. It could not be determined if the deformation occurred during device manufacture, or subsequently due to environmental factors such as extreme temperatures. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.